Manufacturer narrative:
This product is used for therapeutic purposes. Concomitant device ¿ nim interface ID# 8253200, sn# (B)(4), lot# 206104182 (MFR date 08/2012). (B)(4). The devices were returned for evaluation by the quality engineering team. The product analysis found there was no fault with the nim mainframe as it tested to specifications. The nim interface was evaluated and it was found that the interface cable fuses were blown. Blown fuses prevent the system from delivering stimulus current; without stimulus current, the system will be unable to detect nerves. In normal system operation, when a nerve is detected, a stimulus tone is played. Therefore, the reported lack of noise is considered to be the absence of the stimulus tone due to the system being unable to deliver stimulus current. The reported complaint is confirmed and the most likely root cause is related to operational context. Both devices received preventative maintenance and were returned to the customer.

Event description:
It was reported that during a laparoscopic assisted total thyroidectomy surgery, there was no noise on stim 1 and intermittent on stim 2. The customer stated they could not hear a response while stimulating the nerve, the nerve was not responding, or intermittent response. The audible alerts were not reliable and customer was not sure of visible alerts. Customer stated they discontinued use of the nim devices and continued the case without nerve monitoring. There was no report of impact or injury to the patient.